Manufacturer narrative:
Per the reporter, the device has been discarded and is not available for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, trailing haptic was noticed bent, after loading the iol into the right eye. The capsular bag was reported broken and there was vitreous loss. The lens was then removed and a vitrectomy was performed. The patient was left aphakic due to the cornea being too cloudy. According to the surgeon, patient outcome will be good as long as corneal edema clears and a backup iol is implanted at a later date. In the physician¿s opinion, the most likely cause of this event is a loading error.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.